Event description:
Customer reports three incidents of blood leaks 01/01. During pt treatment on use numbers 3,4 and 5. Noted by blood leak alarms and visible blood in the dialysate hoses. Confirmed with hemastix. Estimated blood loss was 200cc's per incident. Treatments were resumed with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported.